Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to trunnion damage. Update: "the head disassociated from the stem. Shell was not revised. Converted the liner to mdm".

Manufacturer narrative:
An event regarding fretting and disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of fretting was confirmed by the provided photographs and the event of disassociation was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections on the metal head could not be performed as the device was not returned. However, photographs of the explanted accolade stem were provided for review. The photographs shows a recently explanted stem with blood and tissue on it. Pencilling of the proximal tip of the trunnion is present on the stem which is consistent with fretting having occurred. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "date of implant 6/22/10, date of explant 5/29/19. Primary tha and revision tha implant labels note revision to rest. Modular stem and mdm bearing. 1 undated x-ray ap of right hip demonstrates an uncemented primary tha, reduced with suspicion of head/trunnion junction disruption. No operative reports or findings at revision surgery available. Insufficient data to create a report." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's hip was revised due to trunnion damage. Update: "the head disassociated from the stem. Shell was not revised. Converted the liner to mdm."